Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced the tape had not been sticking due to the pump being dropped onto the carpet, and the infusion set came off event on 07 mar 2026.